Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) , the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), vaginal disorder ("vaginosis"), fungal infection ("yeast infection"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and back pain ("back pain"). The patient was treated with surgery (to remove the essure implant) and surgery (to remove the essure implant). Essure was removed in 2016. At the time of the report, the perforation, device dislocation, vaginal haemorrhage, menorrhagia, vaginal disorder, fungal infection, depression, anxiety, migraine, headache, dysmenorrhoea, fatigue and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, fatigue, fungal infection, headache, menorrhagia, migraine, perforation, vaginal disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and medical record received: events abnormal vaginal bleeding, menorrhagia, vaginosis, yeast infection, depression, anxiety, migraines, headaches, dysmenorrhea, fatigue, back pain added. Reporters added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a 34-year-old female patient who had essure (batch no. A95863) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight gain. Concurrent conditions included anxiety and depression. Concomitant products included ibuprofen since 2016, melatonin since 2016 and sertraline hydrochloride (zoloft) since 2016. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), vaginal disorder ("vaginosis"), vulvovaginal mycotic infection ("yeast infection"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and back pain ("back pain"). The patient was treated with surgery (to remove the essure implant and to remove the essure implant). Essure was removed in 2016. At the time of the report, the perforation, device dislocation, vaginal haemorrhage, menorrhagia, vaginal disorder, vulvovaginal mycotic infection, depression, anxiety, migraine, headache, dysmenorrhoea, fatigue and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, perforation, vaginal disorder, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: patient need for additional surgery. Iuc type: paragarol. (B)(6) 2014 - no of coil right 3, left 2. Most recent follow-up information incorporated above includes: on 20-mar-2019: medical records received. Other relevant history and product information details updated. Lot number newly added. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove the essure implant). Essure was removed in 2016. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. The reporter commented: patient need for additional surgery incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.